Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare was extended, placed around the polyp and attempt was made to retract the loop back. The handle cannula detached and the snare was unable to be pulled back. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.